Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
The previously reported event date (B)(6) 2016 was incorrect. This report notes the correct date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in the or for a generator change after the physician observed a sudden decreased in the projected longevity. A remote transmission on (B)(6) 2016 showed a projected longevity of 4.5 years remaining. The most recent remote transmission on (B)(6) 2016 showed a projected longevity of 9.8 months remaining. Based on the programmed parameters, the device did not meet its expected longevity. Device was explanted and a new device was successfully implanted. Patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically